Event description:
On (B)(6) 2012, a 20mm amplatzer septal occluder (aso) was implanted. On (B)(6) 2013, the patient presented to the emergency department with chest pains, shortness of breath, and bradycardia. An ultrasound showed cardiac tamponade and a pericardiocentesis was performed. A repeat ultrasound showed free fluid at the aortic root. The patient was sent to surgery where the aso was removed and the atrial septal defect was closed using a pericardial patch. A suture repair of a small fenestration at the aortic root and closure of the roof of the left atrium were also performed. Importer report # provided by hospital was (B)(4).

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred. The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. However, during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.